Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the alleged adverse symptoms, and the product code reported, are associated with the articulation between depuy metal-on-metal products. Per wi-3430, it has been determined that should additional reports be identified for related metal-on-metal complications, a device history record (DHR) review is not required. Therefore, a complaint database search and/or device manufacturing review will not be performed for the reported product associated with this investigation.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot the alleged adverse symptoms, and the product code reported, are associated with the articulation between depuy metal-on-metal products. Per wi-3430, it has been determined that should additional reports be identified for related metal-on-metal complications, a device history record (DHR) review is not required. Therefore, a complaint database search and/or device manufacturing review will not be performed for the reported product associated with this investigation.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent the revision tha surgery on (B)(6) 2021. In the surgery, soft tissue degeneration and black powder around the neck and head interdigitation were confirmed. All the implants except a sleeve were removed. The cup was completely loose with no evidence of biological fixation. The adverse health effects due to this event were pain around the hip joint, discomfort, mental instability, and decreased hip function due to soft tissue degeneration. The doctor commented that the occurrence of reactive pseudotumor was due to artificial joint. This new information causes the removed depuy components to go from non reportable to reportable as they have been revised. The femoral head/stem were noted to have black powder (corrosion), the liner/head were the articulating surfaces and are being reported for the pseudotumor and soft tissue degeneration. The pain and discomfort may be attributed to the loosening and pseudotumor. The acetabular cup was noted to be a competitor cup.